Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer received an occlusion alarm. The issue occurred in the past; therefore, troubleshooting could not be performed. Customer used existing supplies to resume insulin delivery. Additionally, it was reported that the customer experienced difficulty charging the pump with the wall adapter. Reportedly, the customer was able to charge the pump with an alternate wall adapter. Customer's blood glucose was 110 mg/dl.